Manufacturer narrative:
(B)(4). Device received with constant a64 alarm due to a faulty y1 on the rf board. Unable to perform operating currents, self test and displacement test due to pump error alarm.

Event description:
Customer reported via phone call that the insulin pump had insulin pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.